Event description:
Unable to speak with the pt/layperson, this senior medical affairs specialist will mail a letter and has reviewed the customer care advocate's (cca's) documentation. In 2009, the pt alleged that results with her onetouch ultra meter on an unrecalled date the end of the previous month, were erratic. The variance between the results 158, 187, and 174 mg/dl were well within the expected less-than-equal to 20%. The pt self treats with 850 mg glucophage daily. When the cca asked if the pt received medical treatment due to the reported results, the pt alleged she was treated with lantus (long acting insulin) by her physician in his office that month at 10:30 am, after the physician obtained an unrecalled result on the office meter. It would be helpful to know the result the pt may have obtained on her own meter the day of the event; the result on the doctor's office meter, and the reason for the office visit. Because the pt reportedly received treatment with insulin by her physician in his office, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Event date, not known.